Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. She had difficulty breathing, felt tired and could not move around. The cgm reading displaying low. Her husband took care of her and gave her candy to eat for the false low value. A subsequent bg finger stick reading was taken and the value 436 mg/dl. She called her doctor who advised her to go to the emergency room (ER) for treatment which she refused. Her husband gave her an insulin injection. At the time of the report the patient was feeling sleepy and lethargic, and she recovered at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. He reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.